Manufacturer narrative:
Outcomes to adverse event: other- explant planned for (B)(6) 2022. Brand name, model#, catalog #, serial #, lot#, expiration date, other #, UDI# : product identifiers are unknown. PMA/510(k) number: product identifier is unknown, hence 510k# is not available. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with infuse, graft, cage using a trocar previously in a fusion. It was reported that failed revision surgery involved the infuse product. After surgery, patient's body was restless and he was hospitalized for sleep deprivation and had to see a psychiatrist. Patient was having regular back pain and received nerve injections to relieve pain. Major life changing event started after 2 stage spinal fusion ((B)(6) 2017). The date of implant was (B)(6) 2017. The revision surgery is planned in the first week of (B)(6) 2022. On (B)(6) 2017: patient met with surgeon to review MRI and discuss surgery option. On (B)(6) 2017: patient underwent 2 stage spinal fusion l4-l5 l5-s1 scheduled for 1.5 hours of surgery time, which turned into 4 hours due to difficulties. Preoperative and postoperative diagnoses- lumbago, lumbar radiculopathy, lumbar instability, and lateral disk herniation. Procedures performed- 1. L4-5 posterior lumbar interbody fusion 2. L5-s1 posterior lumbar interbody fusion 3. Posterolateral fusion, l4-5, right 4. Insertion of unilateral left to right cage l4-5 left 5. Insertion of unilateral cage, l5-s1 6. Pedicle screw instrumentation, l4, l5, s1. Description of procedure- at l4-5, complete hemilaminectomy, hemi facetectomy, and lateral diskectomy were performed on the left and then the anterior disk space was packed with dbf, followed by a cage soaked in blood from the autograft on the right side. The cage was filled with the same bone dbf. Physician did a central and lateral decompression on the right at l4-5 for lateral recess decompression. At l5-s1, physician did a hemilaminectomy and hemi facetectomy and saw the s1 nerve root and then prepared the disk space. Complete diskectomy was performed. The anterior disk space was packed with dbf followed by cage countersunk right to left. No complications. Then a posterolateral fusion on right side of l4-5 was done. Surgeon decorticated l4-5 followed by putting dbf for posterolateral fusion. Under ap and lateral fluoroscopy, surgeon cannulated l4,l5, and s1 followed by tapping and followed by placement of screw under ap and lateral fluoroscopy and then placed rods at l4,l5, and s1. No complications. Hemostasis was excellent. On (B)(6) 2017, (B)(6) 2017: x-ray on (B)(6) 2017: patient met with primary care and informed that he stopped taking opioid drugs from approx. (B)(6) 2017 and cannot fall asleep. Patient is staying awake 2-3 days at a time. Primary care said that patient was feeling the side effects of opioid withdrawals. On (B)(6) 2017: patient met with primary care again as he was still having difficulties falling asleep and staying asleep. Primary care advised to give it one more month and prescribed medication. On (B)(6) 2017: primary care sends patient to a neurologist because patient could not sleep. Neurologist prescribed medication, but the patient had no relief. On (B)(6) 2017: patient fainted and visited the emergency room. Patient underwent a CT brain, EKG, which determined that he gave himself a head concussion. On (B)(6) 2017: patient underwent a sleep study and was diagnosed with paradoxal insomnia. On (B)(6) 2018: patient visited the emergency room for an anxiety attack. On (B)(6) 2018: MRI of the brain; reduced blood flow to the brain: ¿cerebral ischemia¿. On (B)(6) 2018: patient visited the emergency room and was hospitalized for 3 days due to sleep deprivation. On (B)(6) 2018: patient visited emergency room with chest pains due to anxiety. On (B)(6) 2019: patient visited primary care due to numbness, tingling around the right knee area. On (B)(6) 2019: patient underwent nerve conduction study on both legs. On (B)(6) 2019: patient visited primary care and MRI gets approved and scheduled. On (B)(6) 2019: MRI lumbar spine. On (B)(6) 2019: MRI leads to CT scan. On (B)(6) 2019: x-rays of lumber spine. On (B)(6) 2019: x-rays of lumbar spine on (B)(6) 2019: nurse practitioner reports a review of the x-ray images which displays that the screw cap broke off on the left side at l4-l5. She also reports a rock-solid fusion adhesion that should not be a complication. It was discovered that the screw head of the pedicle screw at l4 broke off and screw head lodged into muscle. It was considered as pseudoarthrosis/ failed back surgery. On (B)(6) 2019: neurosurgeon states that l4-5 is pseudoarthrosis and he does not see much bone at l4-5. The left l4 screw cap appears loose. On (B)(6) 2019: physician sent patient out for nerve injection shoots. On (B)(6) 2020: after physician¿s review, surgery options and spinal stimulator trial were discussed and next visit was scheduled. On (B)(6) 2020: patient had MRI review to discuss dx/tx right l4, l5 transforaminal epidural steroid injections and to discuss referral for scs trial if symptoms didn't improve. On (B)(6) 2020: patient visited hospital for procedure- lumbar epidural steroid injects. Steroid nerve injections l4, l5 right side. On (B)(6) 2020: patient scheduled CT lumbar spine, fluoro ir myelo limbosacral w/lp. On (B)(6) 2020: nerve conduction test on both legs. On (B)(6) 2020: patient underwent CT lumbar spine, fluoro ir myelo lumbosacral. On (B)(6) 2020: patient was recommended consultation with apm for consideration of scs trial. On (B)(6) 2020: patient visited office to discuss scs trial and needed to complete psych-profile before scs trial. Scs procedure was scheduled for (B)(6) 2020. On (B)(6) 2022: MRI cervical spine, neck on (B)(6) 2022: revision surgery scheduled until CT scan completed (CT scan completed on (B)(6) 2022). On (B)(6) 2022: x-rays lumbar spine and pelvis on (B)(6) 2022: MRI lumbar spine on (B)(6) 2022: CT scan lumbar spine was completed and revision surgery was scheduled for (B)(6) 2022, but it¿s being rescheduled from delays in getting a CT scan approved. On (B)(6) 2022: office visit to review MRI and CT scan images and schedule revision surgery. Physician said that there is very little bone growth on the left side from l4 down to s1. MRI shows pressure between l3-l4 on the right side. CT scan shows dislodged bone or bone-spur growth at l4 causing pressure on the nerves on the left side. Revision surgery is scheduled for (B)(6) 2022. No further complications were reported/ anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional event details d6a: updated implant date d6b: updated explant date h6: patient code and device code updated annex f code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022: preoperative and postoperative diagnoses- l3-4 right extrusion w/radiculopathy, l4-5 left tlif, l5-s1 right tlif (2017), nonunion previous attempted spinal fusion, mild upper lumbar scoliosis, rheumatoid arthritis, loose, displaced spinal hardware. Procedures performed- excision right l3-4 extrusion, l3-4 right tlif, l4-5 posterolateral arthrodesis, l5-s1 posterolateral arthrodesis, medtronic solera screws/rods l4-5-s1 "re-insertion", l3-4 medtronic solera new screws/rods, capstone structural allograft l3-4. Findings- large chronic right l3-4 posterolateral-foraminal-far lateral extrusion, severe right canal, subarticular, and foraminal stenosis requiring complete right facet excision for disc removal and decompression. Displaced left l4 locking cap, all screws loose except right ls. Previous hardware was from the transitional voyager set, not the standard solera set. Previous rod was 5.5 mm diameter as were the original screw heads. Neither the 4.75 mm solera rod nor the solera locking caps would fit the original screws. Therefore, all previous screws were removed and new screws inserted. Specimen removed- disc l3/4. Indications- 2017 right ls-51 tlif with left l4-5 tlif at another hospital. Postoperatively, the patient developed severe right lower back and leg pain which has persisted. Physical exam c/w right l3-4 radiculopathy, chronic numbness left ls dermatome. Imaging revealed extruded disc fragment right l3-4 with scoliosis, supra-jacent to his fusion. Could not confirm bony fusion of previous l4-5 and ls-51 interbody constructs, no apparent attempt with posterolateral arthrodesis. Displaced left rod, displaced left l4 locking cap, loose screws. Technique- loose hardware: the rod/screw instrumentation was exposed left and right by reflecting the paraspinal muscle. The displaced left l4 locking cap was identified and removed. At this point it was recognized that the original hardware was a "transitional" voyager set before full conversion to solera. The rods were 5.5 mm diameter as were the screw heads and locking caps. Therefore, they would not be compatible with the solera system placed at l3-4. Additionally, grossly loose screws were identified at all sites except the right ls screw. Therefore, the decision was made to remove all previous screws and place more appropriate, secure screws all from the newer and complete solera system. The locking caps were removed from the rest of the screw heads. The rods were removed. On (B)(6) 2017, the patient had a two-stage spinal fusion (l4-ls ls-s1). Additional information was received. It was reported that for recall event ID 81171, the patient has submitted the event to the FDA talking about the infuse product and had revision surgery on (B)(6) 2022. The patient informed that his first surgery was (B)(6) 2017 and had a revision on (B)(6) 2022 due to a non-union. There are no reported broken devices- only loosening and pseudoarthrosis.